Manufacturer narrative:
Section b5: the referenced pump stops were already reported with the patient's driveline repair within MFR report number 2916596-2019-00752. Manufacturer's investigation conclusion: the report of power/flow elevations was confirmed based on the submitted log files, however, a specific cause for the events cannot be determined. The submitted log file contained data from 20mar2019 through 28mar2019. Elevations in power were captured on 21mar2019 between 14:45:57-21:27:13 (up to 8.8 watts). Corresponding elevations in estimated flow up to 10.0 lpm were recorded during power elevation events. All power and flow elevations occurred during pi events. The actual motor speed remained above the low speed limit throughout the log file and the pump appeared to be functioning as intended. Multiple attempts were made to obtain additional information from the account regarding the power and flow elevations; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). No further complaints have been reported at this time. The heartmate ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced driveline repair is reported within MFR #2916596-2019-00752. Approximate age of device -- 2 years, 2 months.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had an external driveline repair that was previously reported. The patient was discharged home on a regular patient cable and had subsequent low speeds and pump stops. The patient is currently using an ungrounded cable and batteries. Pump stoppage when on an ungrounded patient cable occurs due to subsequent damage to another wire within the driveline. The facility sent routine log files to check for any abnormalities. Log file review confirmed some unsustained power and flow elevations observed on (B)(6) 2019 from 14:45 to 21:27. Power and flow return near the baseline for the remainder of the log file. There were no other unusual events noted within the event history and the pump appears to be functioning as intended.